Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a133 (lot: va27ymh); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that patient had a lead wire that wouldn't work and they have to go and put it in the opposite hip. Patient mentioned that they had to replace the device because they had 2 surgeries and they forgot to turn off the therapy. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with healthcare provider in a month.